Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump battery did not reflect the correct charge. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform troubleshooting or follow up from tandem technical support.